Event description:
The customer experienced low blood glucose levels of 42 mg/dl after updating time, personal profile, or biq/ciq settings. The customer consumed carbohydrates to address the low blood glucose levels and did not require third-party assistance, although normal assistance was received. Technical support assisted the customer with updating basal rate settings and advised consulting with the healthcare provider regarding any updates.